Event description:
This anesthesia circuit has a propensity to come apart. Pt came for emergent repair of thoracic aortic dissection. Pt was agitated and difficult to sedate, because of danager of being unable to ventilate him once he was sedated. Rptr was struggling with mask ventilation, attempting to keep oxygen saturation at an acceptable level. The anesthesia circuit disconnected twice between the elbow and the wye piece. When an anesthesia circuit disconnects, and the main body of the circuit falls to the floor, as happened during these events, ventilation is temporarily halted while the circuit must be put back together. This creates a dangerous situation in pts for whom ventilation is already difficult.